Manufacturer narrative:
The insulin pump alarmed compromised force sensor during rewind due to motor encoder signal out of phase. No motor error alarm noted. Analysis was unable to verify motor position encoder error alarm in alarm history screen or perform the displacement test due to motion sensor test failure alarms. The pump had a scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error, motion sensor test failure, alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was exposed to a high magnetic field, during an MRI. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.